Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 256 mg/dl at the time of the call. The customer stated that they tried to bolus before they ate but the device would not work. The customer declined trouble shooting the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).